Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of drill was broken during drilling and remained in cortical bone of the acetabulum.

Manufacturer narrative:
The reported event that drill bit ø2.5x125mm ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches with the reported failure mode. The drill bit received for evaluation was broken at the tip. The visual examination revealed that the broken surface (tip of the drill bit) has signs of fatigue breakage. Thus based on product inspection, the root cause was attributed to a user related issue. The failure was most likely caused due to fatigue failure due to a multiple use. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed which describes the use of drill bit in detail. The instruction for use was also reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument. It clearly states that stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices; the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses; and that careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical devices. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of drill was broken during drilling and remained in cortical bone of the acetabulum.